Manufacturer narrative:
G4: 17feb2020. B4: (B)(6)2020. The customer reported that the front and rear bezels were currently in the process of being ordered. However, the customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
The customer reported a dim display. There was no patient involvement. The customer informed technical support that they replaced the lcd (liquid crystal display) and the reported problem was resolved. The customer declined part identification and further information about the repair and status of the ventilator.